Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-00896, reference MFR. Report: 1627487-2019-00897. It was reported the patient underwent system explant on (B)(6) 2019 due to ineffective stimulation due to the patient not responding to therapy. The patient had competitor¿s leads attached to ipg.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-00896. Reference MFR. Report: 1627487-2019-00897.